Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was reported as unknown and the patient "used to travel more". The same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin injection (1gm, start dose, intraperitoneal, discontinued, frequency not reported), amikacin injection (100mg, one bag per day, intraperitoneal, for 10 days, discontinued) for peritonitis. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.